Event description:
In 1997, the physician performed in-tac sling for bladder neck suspension ("bns"; suspension of the pt bladder neck anterior and superior to restore the proper anatomic position of the bladder, in order to achieve urine continence). After the surgery, the pt "developed chronic infection symptoms and persistent pain at or near the surgical site, which could not be cured with antibiotic and/or other nonsurgical therapies." Following the surgeon advice, "that her infection was probably caused by the "sling" material", pt had the triangle sling removed in 1998. Tissue reaction to the sling material is anticipated in the labeling of the device. Furthermore, sling removal is the required action in the case of tissue reaction. Two additional surgeries were performed in 1999 to remove the "sling" material and "chronically inflamed scar tissue".